Manufacturer narrative:
Medical records were provided for the initial allergic reaction report. However specific treatment sheets for the year treatment where not provided. A plant investigation is still on-going and a supplemental report will be submitted at the conclusion. Reference MDR #'s 1713747-2013-00303, 1713747-2013-00364 - 1713747-2013-00401.

Event description:
The pt experienced itching on various dates throughout a year of treatment requiring the administration of IV benadryl. The pt's dialyzer was changed to a non-fresenius product, and the pt's reaction subsided. The pt is reported to be doing well.